Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported damage incident. A visual inspection was performed and lid damage was observed. The reported malfunctions were not observed during functional evaluation. The complaint of damage was confirmed. The functional complaints were not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include inadvertent impact damage. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the light source was not working. It had sustained physical damage and the fans stopped working so it overheats. No case involved; therefore, there was no patient involvement.